Event description:
Caller reported tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Cts was unable to troubleshoot the cartridge issue because the customer experienced a malfunction and was unable to reset the pump due to a charging issue. Cts planned to follow up with the customer once new charging supplies were received.